Manufacturer narrative:
The 3 masks have been received by the resmed technical service center and an evaluation was performed. The evaluation confirmed that the non-vented quattro air nv masks had an exterior packaging labelled as a vented quattro air full face mask system. No devices were involved in an adverse event. The design authority, (B)(4), has thoroughly investigated the mask labeling issue and the root cause has been isolated to mask packaging on a single rework. The physical masks, vented quattro air and non-vented quattro air, are clearly distinguishable in form and color as well as a different elbow connection size. In response to our investigation, resmed is actively reviewing additional containment steps that may be required. (B)(4).

Event description:
It was reported to resmed that 3 non-vented quattro air nv masks had an exterior packaging labelled as vented quattro air full face mask system. It was reported that the mask was not placed on a patient; therefore, there was no patient involvement.